Manufacturer narrative:
(B)(4). Date sent: 10/15/2020. D4: batch #u5a59p. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with the manual override door out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. A reload was received unfired and loaded in the device. The bailout system was reset and tested for functionality in the straight position with a returned reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of user error, the instructions for use do contain the following: "caution: [for the difficult to open issue,] squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. [And for the partial fire,] ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted. Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. "Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. "Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed." The event described could not be confirmed as the device performed without any difficulties noted. Additional information was requested and the following was received: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) "Not that I¿m aware of, I haven¿t been given any more information by either the surgeon or the cn."

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device was opened & staple inserted. Professor started firing device for the first time across a thin vascular pedicle. Device locked about 1/3 way. No metal clips emerged. Manual override was activated and another device opened. No patient consequence reported.